Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited high out of range pace lead impedance measurement greater than 2,000 ohms along with oversensing. No pacing inhibition noted. Further, atrial lead safety switch tripped to unipolar configuration due to the high impedance measurement. A review of the arrhythmia logbook showed noise under mode switching. The device was reprogrammed to vvi. Additional information indicated that the cause of the observation was not conclusively determined by imaging. The patient is scheduled for a follow up check in a months. The system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received indicated that the right atrial (ra) lead and pacemaker continued to exhibit high out of range pace impedance measurements. Additionally, loss of capture and oversensing on the ra lead resulting in pacing inhibition with less than 2 seconds asystole were also noted. An invasive procedure was performed. The ra lead was surgically abandoned and replaced and the device explanted and replaced as well. Additional information obtained from a local field representative indicated that the device migrated superiorly above the patient's clavicle and may have caused the lead to be crushed, although no crushed area on the lead was observed by the physician. Header connections were confirmed secure and the lead was not tested with a pacing system analyzer (psa). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.